Event description:
A physician reported that following an intraocular lens (iol) implant procedure, doctor had noticed in the optical center of an already implanted iol something that resembles a cut, as if the iol was broken at a certain point. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).